Event description:
Complainant alleged that during training by facility staff, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The el display cable was replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.